Manufacturer narrative:
The lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted to be implanted. The catheter obtained access to the coronary sinus and the lead was advanced. However, when the guide wire was inserted, it became stopped and could not cross the curve to the end of the lead. Another guide wire of the same model was tried without success. The wire and lead were removed and a new lead of the same model was implanted with no problems. No adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted no anomalies. A wire insertion test was undertaken. A laboratory test wire was able to be inserted through the entire length of the lead with no resistance felt. Analysis could not replicate the reported clinical observations in the laboratory setting.